Manufacturer narrative:
(B)(4). The device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. As the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU also specifies the following: "temperature will affect solution viscosity, resulting in faster or slower flow rate. ¿ the flow controller (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f). Caution: ¿ filling the pump less than the labeled (nominal), volume results in faster flow rate. Delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. However, it was reported that the flow restrictor was not taped to the patient's skin. The IFU specifies that "flow rates may vary due to: temperature will affect solution viscosity, resulting in faster or slower flow rate. ¿ the flow controller (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f)." The instructions for use (IFU)(14-60-591-0-03) and a technical bulletin were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00181/(B)(4) and 2026095-2015-00182/(B)(4). It was reported by a pharmacist that multiple incidents occurred with "pumps finishing too quickly". Report #3 of 3: it was reported that multiple patient's infusions ended 1 or 2 hours earlier than expected. The incidents were noticed when the patient's returned to the clinic for disconnection of the pumps. The pharmacist is not able to provide the actual number of incidents, pump model numbers nor lot numbers; therefore, this report is submitted in order to represent the unknown quantity of reported incidents. No patient injuries nor medical interventions were reported. The devices are not available for return.